Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4). Occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 10 a.m., the patient applied a blood sample twice to a test strip and tested it with the meter, resulting in a value of 2.7 inr. At 11:00 a.m., the patient tested again using the meter, resulting in a value of 1.4 inr. The patient tried retesting, but received an error indicating an error applying blood to the test strip. While troubleshooting, the patient tested again using the meter at 11:10 a.m., resulting in a value of 2.2 inr. The patient stated she was happy with this result. The patient reported this value to her doctor. The doctor changed the patient's coumadin medication from 1.5 mg. Per day to 1.4 mg. For three days and then 3 mg. For four days. The patient's therapeutic range is 2.0 - 3.0 inr.